Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported on the presenting electrograms (egm) that intermittent far field r wave oversensing was noted on the right atrial (ra) lead. There was suspected right ventricular (rv) lead oversensing on stored egm. The leads remain in use. No patient complications have been reported as a result of this event.